Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced unusual sensations while riding down a bumpy road. The rate response feature was turned off. The device remains in use. No patient complications have been reported as a result of this event.